Event description:
It was reported that the patient underwent a catheter explant due to an unknown catheter issue. Per the reporter, the patient's family believed the catheter was not functioning. No specific allegation was provided. The patient was experiencing increased spasticity. The catheter was replaced on (B)(6) 2013. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: 2013, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis of the model 8709sc catheter found only the distal portion of the catheter was received. No anomalies were noted with this segment. It was also noted that inspection of the dispensing holes, as received and before decontamination, did not show any material in the dispensing holes. Final device analysis revealed acceptable catheter testing. Analysis of the model 8596sc portion found under microscopic inspection, a deep, circular coring was visualized in the bottom of the cup of the sc connector; noted to be consistent with the inner diameter of the tip of the outlet port of the pump. The coring in the seal portion at the bottom of the cup was somewhat centered in the seal. During initial patency testing, it was difficult to flush a bleach solution through the inside of segment 1. Then patency was tested from the other end of this segment, and the patency was found to be fine. It was noted that it was possible that the flap of material created by the coring may have contributed to the reduced flow through segment 1 observed during patency testing. Pressure testing did not show leaking in any portion of segment 1. In addition, there was non-significant damage to the white silicone boot of the sc connector, including an area of abrasion and a piece of material missing.